Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated while the patient was in the ICU. Multiple attempts using both the consult app and standard programming modes failed. Although the device is compatible with the programmer, it was not recognized despite proper wand placement, rebooting, and checking network connectivity. A software update may be needed, or the device may have been replaced with a competitive system, which could not be confirmed as the patient was intubated. No adverse patient effects were reported. This device remains in service.